Event description:
My implants are more than 10 years old. I have a lot of symptoms I've read about. Forgetfulness, gastrointestinal, lack of sleep, muscle or joint pain, hair loss, breast and chest pain. FDA safety report ID# (B)(4).